Manufacturer narrative:
This supplemental report is being submitted to correct the medical device problem code in h6.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal cover dislodged. The event occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: - section 8.2 "inspection of the distal cover" ·should any irregularity be observed when inspecting the distal cover, do not use it. A distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the distal cover could cause patient injury. ·confirm that the distal cover is free from any irregularities such as cracks, chips, pinholes, or deformation. Section -9.3 "attaching the distal cover" ·never use a distal cover with cracks or pinholes. Replace it with a new one. If a distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the distal cover with cracks may cause patient injury due to sharp edges. ·do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g. Vaseline) to the distal cover or the endoscope. These products may cause cracks in the distal cover. If a distal cover with cracks is used, it may cause patient injury such as: - thermal injury from electric current leaks when performing high-frequency cauterization treatment. ·gently hold the distal part of the bending section and the distal cover. Align the opening side of the distal cover with the lens side of the distal end of the endoscope. ·put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover. ·hold the distal part of the bending section. Pull the distal cover gently to confirm that the distal cover on the distal end of the endoscope does not slip and come off. ·twist the distal cover gently in both directions and confirm that the distal cover on the distal end of the endoscope does not slip and come off. ·confirm that the distal cover is free of cracks or deformation. Olympus will continue to monitor field performance for this device.